Manufacturer narrative:
The returned pump and purge cassette were visually inspected, and no abnormalities were observed. The purge cassette was plugged into a console and de-aired after which the pump was connected and purged normally. The field data logs were reviewed, and no abnormalities were noted. A relationship between impella and the reported ventricular bubbles could not be confirmed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male was implanted with an impella device for mechanical circulatory support. The complainant was prepping a patient for 5.5 support when the team observed air in the (left ventricle) lv. The pump was not yet on in the lv but, was positioned within it. The air resolved within about 30 seconds without any intervention or harm.